Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the adhesive has peeled off due to damage of the distal end, likely caused by physical stress / external force being applied. A review of the instructions for use identified the following verbiage under "inspection of endoscope": "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Per the legal manufacturer, the other issues identified in the initial report (slow leak coming from channel and tear marks in the channel) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a slow leak was found coming from the channel. The forceps cover glue was found peeling on the body of the scope. The channel contained also contained tear marks. The reported issue could not be duplicated as the balloon remained inflated. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that during a procedure using a gastrovideoscope, the medical doctor could not keep the balloon inflated. The air/water was changed several times. No patient injuries or medical interventions were reported. No additional information has been obtained.